Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000060615. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was unable to set the system into MRI mode. System diagnostic recorded high impedances on one lead. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. The investigation was unable to determine the lead that was associated with the issue.